Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that after an estimated implantation period of 130 months this lead was explanted. Upon explant visual inspection an insulation damage was noted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 53 cm proximal to the lead tip. Only the distal fragment with an inserted explantation tool was received for analysis. The proximal fragment including the is-1 connector pin was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed abrasion marks along the lead body. Approximately 30 cm and 13 cm proximal to the lead tip, the lead body showed a rubbed through insulation, confirming the clinical observation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result from interaction with another implantable device such as the nearby lead. Furthermore, cuts in the insulation and deformations of the outer conductor coil were detected which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that may have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.